Event description:
The customer reported that the system workstation handle broke off. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The workstation handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.